Event description:
The hospital reported that towards the end of the saphenous vein harvesting procedure, the balloon popped on the short port. The pa used a replacement device to complete the procedure. No pt complications were reported.